Manufacturer narrative:
(B)(4). This report of a use error - reuse of single-use product issue was confirmed. The root cause was undetermined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check lines and bags alarm during fill 5 of 5 on the homechoice machine (hc). The technical service representative (tsr) assisted the home patient (hp) to bypass the hc to dwell 5 of 5 as the final bag is the only bag with fluid. The hp stated that she has tried to resolve the problem in past therapies by switching bags. The hp was contacted on (B)(6) 2012. The hp stated that she no longer changes out the supplies. The hp stated she did not develop any adverse reactions or need any medical intervention. The hp stated she is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4).the sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.